Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient presented with preoperative mild corneal gutatta without corneal edema. Endothelial cell counting was not performed. At approximately two months postoperatively, the patient complained of blurry vision and ocular discomfort. The patient's cornea was swollen. Topical steroids and glaucoma medications were used for treatment. With the treatment the symptoms have resolved. The patient is off all medications and is doing well.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced very high intraocular pressure and corneal edema. Additional medications were used to lower the pressure. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of iop increased and corneal edema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop, corneal edema, and worsening of visual field loss are established risks associated with use of the system that is clearly specified in the product IFU. (B)(4).